Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. The assistant said that no one was injured during the incidence.

Event description:
Spoke to office receptionist. She said that the assistant was out but would have her call tomorrow. She did state that this was a brand new clamp. On (B)(6) 2013 , spoke to the assistant. She said that they use this clamp on pedo molars. They do not remember what day it happened on or which patient but that it happened when she was placing it onto the tooth. She said that no one was injured when it broke.